Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device analysis found normal battery depletion.

Event description:
It was reported the patient came into hospital because the device was ringing in the morning. The physician tried to interrogate the device. The physician could see that the device was eri (elective replacement indicator) / eol (end of life). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. Analysis of the device is in process; the results will be forwarded when available. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.